Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid and cyst. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced endometriosis ("endometriosis") and breast pain ("boobs are so sore") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered breast pain and medical device removal to be related to essure administration. No causality assessment was received for essure with regard to endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on 21-feb-2023: plaintiff fact sheet received. Case became serious incident, event medical device removal added. Patient address details added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid and cyst. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced endometriosis ("endometriosis") and breast pain ("boobs are so sore") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered breast pain and medical device removal to be related to essure administration. No causality assessment was received for essure with regard to endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anxiety, alcohol use, smoker, tonsillectomy, painful intercourse, dysmenorrhea, abdominal distension, nausea, abdominal cramp, ovarian cyst, parity 1, gravida I, dizziness, abdominal pain, uterine fibroid and cyst. Previously administered products included: aleve, depo provera and oral contraceptive nos. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2532 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced endometriosis ("endometriosis") and breast pain ("boobs are so sore"). The patient was treated with surgery (laparscopic assisted vaginal hysterectomy, bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered breast pain and medical device removal to be related to essure administration. No causality assessment was received for essure with regard to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimen: endometrial curettings -specimen collection final pathologic diagnosis: a. Endometrial biopsy: - proliferative endometrium. A. Peritoneum, right pelvic sidewall, biopsy: - endometriosis. C. Peritoneum, left uterosacral ligament, biopsy: - endometriosis clinical history: surgical diagnosis: pre-op diagnosis codes: female pelvic pain. Surgical procedure: procedure(s): laparoscopy diagnostic, hysteroscopy, dilation and curettage, hysterectomy vaginal assisted laparoscopic, salpingectomy laparoscopic. Gross description: received in formalin, labeled endometrial curettings are multiple fragments of hemorrhagic soft tissue, aggregating to 2.5 x 2.0x 0.2cm. Received in formalin, labeled left uterosacral ligament peritoneal biopsy is one tan-yellow soft tissue fragment. Specimen: a: endometrial curettage. B: peritoneal biopsy - right pelvic sidewall. C: peritoneal biopsy - ieft uterosacral ligament. [Ultrasound scan] on (B)(6) 2015: ings: transabdominal: the uterus measures 9.0 x 3.6 x 5.7 cm. The endometrial stripe and ovaries are not well evaluated. Transvaginal: the uterus is retroverted. The endometrial stripe is homogeneous and measures 0.6 cm there is a 3.3 x 3.1 x 3.9 cm pedunculated subserosal leiomyoma at the fundus. There is a 0.8 cm intramural leiomyoma at the posterior and a 0.8 cm intramural leiomyoma at the anterior body. Tubal igation devices present impression: 1. Leiomyomatous uterus. 2. Unremarkable ovaries. 3. Trace pelvic fluid, likely physiologic indications. Female pelvic pain; on (B)(6) 2015: the uterus is retroverted. The endometrial stripe is homogeneous and measures 0.6 cm (lmp not provided). There is a 3.3 x 3.1 x 3.9 cm pedunculated subserosal leiomyoma at the fundus. There is a 0.8 cm intramural leiomyoma at the posterior and a 0.8 cm intramural leiomyoma at the anterior body. Tubal ligation devices present. The right ovary measures 3.2 x 1.9 x 2.2 cm and contains a 2.1 cm follicle. The left ovary measures 4.3 x 2.5 x 2.9 cm and contains a 2.4 cm follicle. Color and spectral doppler flow is documented bilaterally. No adnexal mass. There is a small amount of free fluid. Impression: 1. Leiomyomatous uterus. 2. Unremarkable ovaries. 3. Trace pelvic fluid, likely physiologic assessment: 35 year old female with pelvic pain secondary to essure devices, endometriosis and uterine fibroid. Patient has tried medical therapy and conservative surgical management and has failed. Microscopic description: the leiomyomata are of variable size and the largest does contain some degenerative changes, but lacks true geographic necrosis. The overall histologic features are benign. A. Endometrial biopsy: - proliferative endometrium. A. Peritoneum, right pelvic sidewall, biopsy: - endometriosis. C. Peritoneum, left uterosacral ligament, biopsy: - endometriosis. Microscopic description: the leiomyomata are of variable size and the largest does contain some degenerative changes, but lacks true geographic necrosis. The overall histologic features are benign clinical history: surgical dx: pre-op diagnosis codes: uterine fibroids. Endometriosis. Female pelvic pain. Gross description: essure implants are identified within the lumen of the fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Lab data (surgical pathology report) added. Medical history, concomitant conditions, historical drugs & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.